Manufacturer narrative:
The suspect device was returned for analysis and investigation. The cause of the issue was attributed to a defective mmi. The unit was repaired and returned to the customer.

Event description:
The customer reported that the device stopped ventilating during clinical use. Additionally, an error message "electronic error" occurred during the initiation of the patient to microlaryngoscopy. All buttons were inoperative and display is not functioning. The customer confirmed that there was no patient harm associated with this reported event.